Event description:
A nurse called to report that the customer shows symptoms of low bg. The contact stated that the customer had low bgs at the time of the arrival to the emergency room and later went lower, the customer was instructed to take a fast acting glucose source to treat low blood sugar level. The customer stated that the last set change was the night prior to being hospitalized. The date of the pump was incorrect and the customer had reset the correct date. The customer stated that all other settings are accurate. The cusotmer was disconnected from the pump during a prime or rewind. The customer has been sick for the past 3-4 days.